Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics indicated high impedances. In turn, the lead was cut, explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of lead break/high impedance was confirmed. Microscopic inspection of the return stimulation end segment revealed a break/kink on the lead body with all the internal wires being broken. The cause of the reported event is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.